Event description:
It was reported at implant attempt, the helix did not extend from the sleevehead. The lead was not used; another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found, however, a visual inspection revealed that the helix was stretched out of specification and showed that it was bent/distorted.